Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector, the interconnect cable, the display adaptor and the image processor were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system received multiple errors and the live image was not viewable. No pt injury was reported.